Event description:
Related manufacturer reference number: 3006705815-2024-02220. It was reported patient lost effective therapy due to lead migration after a motor vehicle accident. Surgical intervention was undertaken to explant and replace the entire system. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, during a pre-op interrogation of a patient's scs system, x-rays showed both leads had migrated. The patient was involved in a car accident 2 months earlier. The patient lost effective coverage that could not be recaptured with reprogramming. Surgical intervention was taken where both leads were replaced with a paddle lead. The ipg was electively replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.